Event description:
Per the clinic, the patient experienced skin flap problems; however the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
This report is filed october 25, 2013.

Manufacturer narrative:
(B)(4).